Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a proglide device via a 6f sheath after an interventional carotid procedure. Reportedly, the suture was not attached when the plunger was removed. The lever and foot were re-closed however, the device could not be removed and the sheath separated from the device. A nick and spread was performed to remove the sheath and to achieve hemostasis [manual suturing]. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, it is likely that sheath/guide broke during insertion. Separation may have occurred during needle deployment or during removal. The separated sheath/guide would cause a suture retrieval issue and prevent the foot from closing causing entrapment. Factors for guide breaks occur due to the angle of insertion in relation to the vessel tract, and manipulation of the device when the foot is deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.